Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the skin flaps are inaccurately adapted to each other, the staples are not sharp enough and unstable to handle". The report further states, "the staples fell out on the first postoperative day and the wound gaped. It was adapted with steri-strips. The further course (wound healing disorder) has yet to be assessed". Additional information received states that "the staples are not sharp enough and therefore do not penetrate the tissue smoothly". No information is available on the status of the patient.